Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who provided carbohydrates and intravenous therapy (IV) of fluids of saline to address bg. The customer was then taken to the hospital on (B)(6) 2023. The customer received an IV of fluids of saline to resolve the low bg. The customer was released from the hospital on (B)(6) 2023 with no permanent damage. No additional patient or event information was available.